Manufacturer narrative:
One cadd solis vip pump was returned in good condition. Visual inspection was conducted on the pump. Functional testing was also conducted and the pump failed. The reported "air in line error" issue was verified. Further investigation of the pump determined that there was a faulty air detector. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an air in line error. There was no reported injury to the patient.